Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a routine check of the surgical site for bleeding, it was discovered that the device broke and a small piece was in the incision. The piece was removed with no injury to the patient. No further information was made available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The sample underwent ftir analysis and was found to be polypropylenes. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.